Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit did not function and the control unit and motor were defective on the small battery drive device. It was further determined that the device failed pretest for check the off/osc/on switch mode function, check the oscillation angle, check switching function, check the triggers and ecu function, check compatibility between colibri/sbd and colibr ii/sbd ii and check the function with epd-console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.